Event description:
It was reported that the user encountered an ¿unable to proceed¿ message during a supply change and it was soon discovered they had been attaching the connector to the cartridge outside of the device, which is an incorrect assembly sequence. No reported adverse clinical effects. Outcomes included successful resumption of insulin delivery after removing all supplies, performing a dry run past 100 units, and completing a supply change with new supplies. Investigation included user interview, review of device notifications, and in-use troubleshooting and education. Investigation of this case revealed improper assembly of the infusion set connector and cartridge prior to insertion into the device. It was concluded that user technique caused the event, and education on the proper order of attachment resolved the issue. Replacement supplies should be shipped if requested or not received recently.